Event description:
It was reported that the patient received a shock for oversensing. The patient received a 0.9 j shock with hv impedance < 20 ohms on a fractured lead. The patient's ICD therapy was programmed off and the patient was advised to see the doctor for lead extraction/replacement. It was further reported that the device was disabled since 2007 due to inappropriate shocks attributed to noise oversensing due to perforation of the rv screw into the pericardial space. The patient has also had approximately 2 episodes per year of pericarditis requiring treatment with steroids. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.